Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment after being unable to use her compact plus system due to error within specifications. A request was made for the return of the system and a replacement was sent.